Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a meter error (meter error issue) issue. It was reported that the meter remote emitted an error 1 with sub code 17 three times in thirty days. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The meter remote has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 04/15/2015-device evaluation: the meter remote has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: a review of the meter history revealed an error 1 with sub code 17. During testing, the meter remote was powered on and paired successfully with a test pump. The error was not duplicated.